Event description:
It was reported that after the li61ao intraocular lens was implanted into the patient's eye using the ez-28 lens delivery system the surgeon noticed that the lens was defective. The incision was enlarged, the lens was cut out and removed, another lens was implanted and the incision was sutured. There was no report of any postoperative consequences to the patient. Reference MDR #: (B)(4) for the lens used during the event.

Manufacturer narrative:
The delivery device was not returned for evaluation; the lot number of the delivery device was not provided, therefore a device history review (DHR) could not be performed. Based on the available information, a root cause could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.